Event description:
Reporter alleged that the patient was unresponsive when the medical response team obtained a result of 243 mg/dl on the inform system. Reporter stated that they drew blood from an arterial line and a result of 11 mg/dl within the next 10 minutes. Reporter also stated that the morning labs returned a result of 30 mg/dl and the patient was treated with d-50 through her IV. Reporter stated another result of 262 mg/dl was obtained on the inform in the next 10 minutes and there was another blood draw for the blood gas meter resulting in 500 mg/dl a minute after that. Reporter stated that the patient still had slow respirations so she was sent to ICU and intubated. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated the strips were not available, so no product will be returned for evaluation.